Event description:
The pt (B)(6) received an scs system including two lead extensions. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance measurements on both extensions. Surgical intervention was undertaken to replace the devices. No further info is available.

Manufacturer narrative:
Evaluation, results: as received, both extensions showed broken wires at the strain relief of the header. Due to the broken wires, no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.